Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated ion results on the architect analyzer. The following data was provided (mmol/l): sid (B)(6), sodium 177.8, repeat 136.8 cl 171.9, repeat 108.4 . Sid (B)(6) na 160.5, cl 123.4 no repeat data was provided. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction of the clogged tbg, mixer man to mixer 1 wash cup (rohs) was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.